Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ministero della salute declaration which reported the following information: a healthcare professional reported the adc blood glucose meter result was higher than a healthcare meter. It was additionally noted in the declaration that the customer experienced hypoglycemia which required medical intervention. The healthcare professional reported via supplemental letter that an adc meter result of 71 mg/dl was obtained in customer's senior care residence and later, at unspecified time, a result of 181 mg/dl was obtained. Comparison to healthcare meter was not provided. Adc made phone contact with the healthcare professional who reported that customer was hypoglycemic upon arrival in the emergency room, and required unspecified treatment. The nurse stated, "hypoglycemic crisis was not related to the malfunction of the glucometer". However, as a result of 181 mg/dl does not indicate hypoglycemia, and no further information was able to be obtained regarding timing of this result, adc can not confirm that product issue was unrelated to reported adverse event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ministero della salute declaration which reported the following information: a healthcare professional reported the adc blood glucose meter result was higher than a healthcare meter. It was additionally noted in the declaration that the customer experienced hypoglycemia which required medical intervention. The healthcare professional reported via supplemental letter that an adc meter result of 71 mg/dl was obtained in customer's senior care residence and later, at unspecified time, a result of 181 mg/dl was obtained. Comparison to healthcare meter was not provided. Adc made phone contact with the healthcare professional who reported that customer was hypoglycemic upon arrival in the emergency room, and required unspecified treatment. The nurse stated, "hypoglycemic crisis was not related to the malfunction of the glucometer". However, as a result of 181 mg/dl does not indicate hypoglycemia, and no further information was able to be obtained regarding timing of this result, adc can not confirm that product issue was unrelated to reported adverse event. There was no report of death or permanent injury associated with this event.